Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed on the ventricular channel. Patient received inappropriate atp and hv therapy. Patient later presented to the ER after receiving inappropriate shocks. Patient fell and broke her nose and had contusions around the eye after receiving the shock. The lead was explanted and a new lead was implanted. No further information available.